Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd bactec¿ plus aerobic/f culture vials (plastic) produced false positive results. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer is reporting 2 defective bottles" "customer is reporting 2 more bottle with bad sensors "